Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was getting an MRI of the neck. The caller states he thinks the patient has an epidural abscess. If it unknown if the symptoms are related to the device or therapy. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they had no knowledge of a possible epidural abscess. No further complications were anticipated.